Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H.10. Livanova manufactures the inspire 7f hollow fiber oxygenator with integrated arterial filter and hardshell. The incident occurred in (B)(6). Analysis of pump sheet of the case showed the change-out of the oxygenator lasted about 6 minutes. . If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia has received a report that, durina a procedure, increased transmembrane pressure was observed. Medical team elected to change out the oxygenator. Following the membrane replacement, pre membrane pressure remained between 250 to 310 mmhg at c.I. Of 2,3. There is no report of any patient injury.

Manufacturer narrative:
Analysis of livanova complaints database revealed no other similar event notified for the batch concerned from the market. Based on the available data, and taking into account the review of similar events, reported issue was reasonably traced back to unexpected and progressive build up of biological deposits (platelet aggregates and fibrin mass) inside the oxygenator fibers which reduced the open surface for blood flow. Livanova conducted a literature and technical analysis about the trans-membrane oxygenator pressure gradients (cp_mir_mis_000682, rev 000). Pressure drop excursion across the oxygenator is a known phenomenon reported in literature in all membrane oxygenators. The main cause of the pressure excursion has been identified in the platelet activation and adhesion within the oxygenator that progresses to increase resistance to blood flow during cardiopulmonary bypass. The factors influencing pressure excursions can be assigned to three main areas: - surgery clinical impact - cpb clinical impact - pathological patient conditions research on the phenomenon consistently concludes that the pressure excursion is complex and multifactorial and in most of the cases none of the factors considered singularly causes the phenomenon. An accurate analysis and monitoring of the factors identified can lead to the reduction of the phenomenon during cpb. Nevertheless at current state of knowledge the complex nature of the phenomenon does not allow its complete elimination. No other action is deemed necessary. The risk is in the acceptable region. Livanova maintains and documents periodic customer events monitoring process to evaluate actions for products improvement. Livanova will keep monitoring the market.

Event description:
See initial report.